Manufacturer narrative:
Document review: amistem h femoral stem size 2 std - ref. (B)(4) / lot 131542 (90 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. (B)(4) stems belonging to this lot have been already sold and no other incidents have been reported up to now. Versafitcup cc trio cup o 52 - ref. (B)(4) / lot 130756 ((B)(4) cups produced) - k103352. All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. (B)(4) cups belonging to this lot have been already sold and no other incidents have been reported up to now. Versafitcup cc liner 36/e - ref. (B)(4) / lot 130727 ((B)(4) liners produced) - k120531. All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. (B)(4) liners belonging to this lot have been already sold and no other incidents have been reported up to now. Cocr femoral head o 36 s - ref. (B)(4) / lot 130917 ((B)(4) heads produced) - k080885. All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. (B)(4) heads belonging to this lot have been already sold and no other incidents have been reported up to now. From the data collected, we do not have evidence that the infection is device related.

Event description:
Reference importer report number (B)(4).